Event description:
Patient representative reported left side "evident cracks but without total rupture," "exuberant inflammatory process," "breast pain," and noticed "about allergan recall of all its prostheses produced with the same material of manufacture of the prostheses removed," and said breast are "no longer in symmetrical conditions, being with different sizes." Healthcare professional reported "not totally ruptured, but with a thin anterior wall and ruptured on one side, already with a sticky aspect, adhering to surgical gloves and with loss of the round shape." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "eight years after the surgery, patient began to feel discomfort with ¿stabbing¿ (as reported) in the breast region that gradually increased until become unbearable."